Event description:
It was reported the insulation damage was suspected on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation was damaged at the middle region. The cause of the reported event was consistent with procedural damage.